Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a burning sensation at the ipg site after 10 minutes of stimulation being turned on. However, when the patient turned the scs system off, the issue is not present. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which time the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure and the reported issue is resolved.